Event description:
The user facility reported the patient had an impella cp implant and upon peeling away the peel away sheath, the pump was pulled out of the left ventricle. The procedure was done over again and patient was quickly back on support. Furthermore, the patient had a small hematoma at the access site. Staff believed it was getting worse. Integriln drip was paused. Additionally, the patient's pulse in their right leg diminished. The patient also had hematuria, position was checked and p level was lowered. After lowering the p level, the hematuria cleared. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of positioning issues, difficulty inserting/removing introducer, access site bleeding, limb ischemia, and hemolysis has been completed. Positioning issues: data logs were reviewed and there were no position in aorta alarm triggers. However, there was a significant drop in motor current (mc) modulation for a brief moment just before the pump p-level was dropped and the pump was removed from the body, likely confirming the reported clinical details. Based on the clinical details provided, the pump was pulled back inadvertently by the physician when trying to peel away the introducer sheath. Therefore, the cause of the positioning issue was most likely a use issue. Difficulty removing introducer: clinical details report that the physician required excessive force to peel away the introducer sheath. There were no reports of damage to the sheath. No further details were provided and product was not returned for investigation. Since limited clinical details were provided and product wasn't returned for investigation, the cause of the difficulty removing the introducer could not be determined. Access site bleed: since insufficient clinical details were provided and product wasn't returned for investigation, the cause of the access site bleed could not be determined. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Hemolysis: since limited clinical details were provided regarding the troubleshooting methods used to resolve hemolysis, data logs were inconclusive, and product wasn't returned for investigation, the cause of the hemolysis could not be determined.